Event description:
The customer stated that the device did not alarm although the pt "looked blue" and had to be resuscitated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.